Event description:
It was reported that the customer's insulin pump screen went blank after a fresh battery was put in the insulin pump. The customer stated the battery was removed and replaced and a failed battery test alert occurred. The customer's blood glucose was not known. The customer was advised to clear the alarm and check the battery cap contacts for damage. It was not possible to continue troubleshooting as the call was disconnected. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).